Manufacturer narrative:
Device will not be returned as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle arthroplasty. Allegeldy the patient presented with postoperative stiffness and arthrofibrosis. The patient underwent a gutter debridement through an anterolateral and anteromedial approach and was able to improve some of the range of motion, but continues to describe stiffness posterior related pain. The surgeon discussed doing achilles tendon lengthening, posterior capsular release gutter debridement. The patient was amenable to proceeding.